Event description:
It was reported, the gastrointestinal videoscope had occasional blurring of the image and malfunction of the magnification function. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and found the following. The forceps channel had a pinhole, which caused water tightness loss. The defective ad (printed circuit board) caused error code e315 ¿ communication error. Defective pc (printed circuit board) caused error code b30 ¿ scope communication error. The zoom feature did not work. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation the root cause could not be identified; however, it is likely that biopsy channel had leakage during user handling and water invaded the subject device. It caused adhesion of moisture to objective-lens unit leading to the malfunction: the event can be [detected/prevented] by following the instructions for use which state: 'chapter 3 preparation and inspection this section describes the equipment to be prepared before using the product and how to inspect it. 3.1 preparation and inspection flow this section describes the workflow described in this chapter. Before using the product, be sure to perform the preparations and inspections shown below. Also, inspect the related equipment used in combination with this product in accordance with their electronic attachments and instruction manuals. If any abnormality is suspected upon inspection, take action according to "chapter 5. If it is obvious that the endoscope is malfunctioning, do not use it and send it for repair in accordance with "5.4 when to send the endoscope for repair". Warning: using an endoscope suspected of malfunctioning may not only prevent it from functioning properly but may also damage the instrument or injure the patient or surgeon. Olympus will continue to monitor field performance for this device.

Event description:
The surgery was gastroscope, and the procedure was completed using the same device.